Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and implant exchange from textured to smooth due to patient's concern with the device. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and implant exchange from textured to smooth due to patient's concern with the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in shell and gel and underweight. A visual and microscopic analysis were performed which identified; sharp broken and missing shell on the posterior (0-25%) and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on the posterior side of broken device assessed as a surgical impact opening and the stress mark on the missing shell is assessed as inconclusive.